Event description:
Procedure type: left popliteal 2 dorsalis pedis intact greater saphenous vein. According to the reporter: vessel was cut rather than clipped. Had to open leg incision larger to control bleeding, not more than one inch. No tissue loss. No tissue damage. No blood loss greater than 500cc. No delay in surgical time over 30 minutes. No device fragment fell into pt.

Manufacturer narrative:
(B)(4).